Event description:
Event date: unknown (reported to be about 1 month ago). It was reported to boston scientific that during the colonoscopy procedure, the head of the forceps broke into many pieces while inside the scope channel. All the pieces remained in the scope, and not in the patient. The physician removed the scope, and completed the procedure with another of the same device, with no patient complications.

Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete. Therefore, the cause of the reported observation has not been determined.